Event description:
The customer reported an axsym bhcg result of <2.0 miu/ml on a pt. The sample retested at <2.0 miu/ml. The physician questioned the result stating that the pt was pregnant. The pt was redrawn and the axsym bhcg result was 154,188 miu/ml. The customer again retested the initial sample yielding results of 134,000 and 122,000 miu/ml. No impact to pt management was reported.